Event description:
Same case as MFR report# 6000093-2007-00111 and -00113. Clinical trial. It was reported that 477 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a target vessel reintervention (tvr). The index procedure identified and treated three target lesions. Target lesion one was a de novo, 100% stenosed, 2.5 x 19mm lesion of the distal rca (right coronary artery) and was treated with predilation and placement of a 2.5 x 24mm taxus express2 drug eluting stent. Target lesion two was a de novo, 100% stenosed, 2.5 x 22mm lesion of the mid rca and was treated with predilation and placement of a 2.5 x 24mm taxus express2 drug eluting stent. Target lesion three was a de novo, 100% stenosed, 2.5 x 22mm lesion of the proximal rca and was treated with predilation and placement of a 2.5 x 20mm taxus express2 drug eluting stent. All of the stents were implanted in an overlapping fashion and resulted in 0% residual stenosis. The pt was discharged the same day on asa and plavix. The pt experienced a tvr 477 days following the index procedure, consisting of balloon angioplasty and placement of a taxus express2 drug eluting stent in the proximal rca. The event was noted to not be due to in-stent restenosis and was resolved the following day. The relationship of the device to this event was listed as probable.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined the cause of the difficulties stated in the complaint could not be determined.